Manufacturer narrative:
Product complaint #: (B)(4). Device was used for treatment, not diagnosis. Investigation summary: the complaint device was received and evaluated. Visual inspection reveals deformation to the lower jaw which appears to be bent slightly. This defect could have resulted from mishandling of the device/dropping which caused the device not to function as intended. Apart from these considerations, a definitive root cause cannot be determined. Furthermore, a manufacturing record evaluation was performed for the finished device 42604-170424-10 number, and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate via cst that two of the expressew iii ac+ guns are malfunctioning and cssd cannot lubricate them to work. No additional information was provided.